Event description:
As reported via email on (B)(4) 2012: filter originally placed in (B)(6) patient on (B)(6) 2011 for prevention of p.e. With history. Left common iliac occlusion. Upon "easy retrieval of the option filter" on (B)(6) 2012, the physician noticed a "thin line" on the fluoro shot taken at the time of retrieval. He then looked at the filter and noticed a leg missing. This was confirmed upon review of the fluoro shot. The lead technician and the individual that reported the incident to me (distribution sales representative), said the remaining leg of the option filter was extremely difficult to retrieve. Once removed, they confirmed that it was a leg from the option filter.

Manufacturer narrative:
Complaint follow up: case images were obtained for review; a detailed analysis of the case by the physician who performed the option filter retrieval and return of the complaint product in question. Complaint sample evaluation: the complaint sample was returned to rex medical for examination/evaluation by the rex medical engineering team as well as the contract manufacturer who made the filter for rex medical. Retain device evaluation: there were no retain device evaluations performed for this product complaint. Root cause: a definitive root cause as to the cause of the filter fracture could not be determined at this time. Conclusion: the first fracture was due to in-vivo high cycle fatigue while the second fracture was due to low cycle fatigue. The second fracture most likely occurred during the removal process. After analyzing the sem images of the fracture surfaces, it can be concluded that both fractures originated near pinholes and crevices of the laser cut surface; however, there is no definitive evidence to suggest the pinholes and crevices were the cause of the fracture. When a certified visual inspector examined the filter for visual defects, she did not find any flaws compared to the visual standard nor did the fracture investigation reveal any abnormal findings to suggest any non-routine manufacturing defects.